Event description:
Reporter indicated that vns patient developed an infection post-implant. It was reported that oral antibiotics were prescribed (keflex) and that the infection has resolved. The patient also has a tracheotomy and g-tube in place. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist.